Manufacturer narrative:
It was reported that an unexpected shutdown occurred during guidance. A DHR review and a complaint history review were performed and did not identify any contributory factors to the event. Analysis of data logs indicates that the root cause of the issue is a shared memory error between (B)(6) software. UDI# : (B)(4).

Event description:
The university of michigan site was performing a seeg case on (B)(6) 2019 with phone support from the field service engineer. During guidance, at roughly 2:00pm est, an unexpected shutdown occurred while moving away from patient, as soon as surgeon released pedal. System restarted and guidance resumed once restart was complete. Patient was under anesthesia and incision was made. Delay <15 minutes.